Manufacturer narrative:
Per the manufacturer's territory manager, troubleshooting was done with the user facility. The system was powered down, then turned back on again. The data cable from the back of the module was disconnected, then reconnected. The data cable from the heart lung machine (hlm) base was disconnected, then reconnected. The issue remained after all troubleshooting attempts. All of the pins inside the cable and the ports were inspected and nothing appeared damaged. Per the manufacturer's field service representative (fsr), the loss of illumination appeared to be uniform across the entire display which is consistent with a failed local display.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) display was missing pixels, and the letters were illegible and unable to be read. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The field service representative (fsr) replaced the centrifugal control unit (ccu) and completed release testing successfully. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) found the display was defective and showing distorted images due to dead pixels. The display issue did not affect the functionality of the centrifugal control unit (ccu). The srt replaced the small graphics display and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.